Event description:
A ventilator was returned to a third-party service center for service with a reported issue of missing service kit. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the third-party service center, an error code related to pressure was observed in the error log. Evt_press_sensor_mismatch means the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the issue, but necessary parts were replaced as if preventive maintenance was requested.